Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that a catheter check was performed by the hcp on (B)(6) 2019. The hcp could not clear the catheter and therefore a dye study could not be performed. Due to the noted motor stalls and the age of the pump, the hcp had decided to just replace the pump and catheter in the near future. The case date had not been posted yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 20 mg/ml concentration at 3.865 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that there were 4 incidences of motor stalls on jun 8th and one motor stall with recovery on jun 9th. The patient did not recently have a magnetic resonance imaging (MRI). No patient symptoms were reported. No further complications were reported.